Event description:
Clinical randomized study. During a coronary artery drug eluting stenting treatment procedure the catheter of a taxus express2 8.8% 3.0x12 mm drug eluting stent broke outside the patient while they were attempting to cross an unknown lesion. During this procedure 10 other stents were placed in the right coronary artery, circumflex artery, left anterior descending artery, and 1st diagonal artery without complication. There were no patient complications reported and the patient was discharged home.